Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the air water cylinder, air water tube, and the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, olympus confirmed the adhesion/clogging of the material at the air/water cylinder, air/water channel, and distal end, but the type of the material cannot be identified and no physical damage was confirmed at the place where the foreign material remained. A definitive root cause cannot be determined. However, it is likely that the foreign material was not removed since reprocessing was not conducted properly due to leakage from the distal end. The events can be detected and prevented in accordance with the following instructions for use (IFU). Tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.